Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 53 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the endurant iis bifurcate stent graft was placed proximal to the intentional landing zone and covered the left renal artery. The physician elected to perform a percutaneous transluminal angioplasty and implanted a stent in the left renal artery. The event was resolved and the procedure was completed. Per the physician, the cause of the event was due to user error. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.